Event description:
MFR's response received on 3/18/97: co's investigations indicate that the lot in question was mfg in the 43 week of 1992 (lot size 10,800 units). The device has a 5 year expiration date (date of expiration is the 43 week of 1997). Co has noted 76 complaints for crimping on this lot or a frequency of 0.703%. Due to the high rate of crimping, the under the guidance of FDA, minimed redesigned the product and instituted the mfg change in the 3rd quarter of 1993. As requested by FDA, minimed tracks the crimp rates on a quarterly basis. The current rate of crimping is 0.004% (target rate 0.40% per quarter).